Event description:
Boston scientific received information that this spouse called to report that this patient had died and that the device "didn't work'. The spouse commented that she was informed by an attorney that this device had been recalled. The spouse was informed that the device was not included in any advisories or recall.

Manufacturer narrative:
No additional information was received from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.